Event description:
The transducer drifted resulting in one patient receiving the wrong treatment because the monitor indicated that the blood pressure was 40 mmhg when it was actually 100 mmhg. The patient was medicated in error. The reporter indicated that this had occurred on three occasions but did not provide specific details regarding the other two events.